Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.